Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm due to motor error alarm noted

Event description:
The customer reported via phone call that the insulin pump had received two motor error alarms as well as no delivery alarm during manual prime. Customer¿s blood glucose was unknown. Customer stated that the insulin did not exit. Customer stated that the insulin pump alarmed no delivery. Customer states insulin exited the tubing. Troubleshooting was performed. Customer was advised to retrieve and save insulin pump settings and to revert to backup plan. The insulin pump will be returned for analysis.